Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on a patient, the antenna was hardly recognized through echo. It was punctured several times, the patient caused hemoperitoneum and drainage was performed. Competitive brand was used to complete the case. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.